Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a fall after which there was an increase in pacing impedance measurements which had exceeded 3000 ohms on the atrial and right ventricular (rv) channels. Isometrics were performed and all measurements were stable and no noise was noted. Threshold measurements were stable and good and there were no stored episodes of noise. Damage to both leads was suspected; however, an x-ray was never completed. A revision procedure was performed but the physician did not want to review the fluoroscopy comprehensively. Visual inspection of the device did not identify any issues. The competitive leads were removed from service. No additional adverse patient effects were reported.